Manufacturer narrative:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio2 meter displayed an "error 1" message during testing. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged error message first appeared on (B)(6) 2015 and re-appeared the following day. The patient manages her diabetes with oral medication during the day and one self-adjusted dose of long acting insulin at night. The patient claimed she omitted her insulin injection for 2 days as a result of being unable to test her blood glucose due to the alleged error message appearing however continued to take her oral medication. The patient denied developing any symptoms or receiving any treatment as a result of the alleged meter issue. The patient claimed she did not perform blood glucose tests on any other device. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time. Based on the information provided, there is no indication that the subject meter caused or contributed to this serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions after the alleged error message began to appear. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4) , alleging error 1. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.